Event description:
It was reported that four days after implantation of an intraocular lens (iol) into the right eye, the patient presented with decreased vision and severe anterior chamber inflammation and systemic rash. Slit lamp findings were 3+ corneal edema, 2mm hypopyon and fibrin on iol. Patient's bcva decreased. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Patient was treated with intravitreal antibiotics and topical steroids. In the surgeon¿s opinion, the most likely cause of the event is tass or endophthalmitis. The patient is recovering and continues to make improvements in vision as corneal edema and vitritis improve. The following medications were prescribed (for use at home post-operatively): prednisolone and ofloxacin

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.